Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant ruptured", "irregularly deformed", "integrity of the outer capsule is traceable", "rupture of the inner capsule of the implant", "the latter has convoluted and wavy lines", "silicone that has come out of the rupture is determined in the cavity of the fibrous capsule", "violation of the integrity of the internal capsule" and "there are times when the implant is just all leaked like porridge and is not readable" confirmed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture requested on november 24, 2025. With lot number 3119139 and catalog n-tsf335. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6.

Event description:
Patient reported "implant ruptured", "irregularly deformed", "integrity of the outer capsule is traceable", "rupture of the inner capsule of the implant", "the latter has convoluted and wavy lines", "silicone that has come out of the rupture is determined in the cavity of the fibrous capsule", "violation of the integrity of the internal capsule" and "there are times when the implant is just all leaked like porridge and is not readable" confirmed via MRI. Later healthcare professional reported "damage to the implant was detected". This record is for the left side. Device was explanted and replaced with a non-abbvie device. Device will not be returned.